Manufacturer narrative:
(B)(4). Date sent: 2/22/2021. D4: batch # t5dx8m. H6: component code: mechanical(g04). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60t reload was returned unfired with 7 double drivers and 1 single driver missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the gst60t could not be inserted into the stapler body. The connecting part was crushed. So, a new gst60t was replaced and worked fine. There were no patient consequences.